Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned on a snare for analysis. A visual examination of the crimped stent found the stent severely damaged with struts bunched and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were slightly relaxed from their folded position however the balloon was not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a mid-shaft kink 23mmm distal from the mid-shaft to hypotube bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The diffused target lesion was located in the very tight distal left anterior descending (lad) artery. After crossing a guide wire, pre-dilatation was performed with a 2.25x12 emerge balloon catheter. A 3.00 x 20 synergy drug-eluting stent was then advanced but failed to cross the lesion. A 6f non-bsc guide extension catheter was inserted and a 3.00 x 16 promus premier drug-eluting stent was advanced but also failed to cross the lesion. A 3.00 x 12 synergy ii drug-eluting stent was advanced but also failed to cross the lesion. Upon withdrawal of the device, the stent came off and was retrieved in the femoral artery using a goose snare. No patient complications were reported and the patient's status was good and is being managed medically.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The diffused target lesion was located in the very tight distal left anterior descending (lad) artery. After crossing a guide wire, pre-dilatation was performed with a 2.25x12 emerge balloon catheter. A 3.00 x 20 synergy drug-eluting stent was then advanced but failed to cross the lesion. A 6f non-bsc guide extension catheter was inserted and a 3.00 x 16 promus premier drug-eluting stent was advanced but also failed to cross the lesion. A 3.00 x 12 synergy ii drug-eluting stent was advanced but also failed to cross the lesion. Upon withdrawal of the device, the stent came off and was retrieved in the femoral artery using a goose snare. No patient complications were reported and the patient's status was good and is being managed medically.